Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Operative notes were provided and reviewed by a healthcare professional. Review of the available records identified the following: prior to revision, patient mentioned previous dislocation and use of assistive device. The patient underwent a revision procedure due to instability. Intraoperatively, the dislocation could not be repeated. There were no signs of corrosion. The stem and shell were well fixed. Liner with minimal wear and well seated. Head and liner exchanged. Noted impingement posteriorly at full extension, maximum internal rotation, but at 90 degrees of flexion with internal rotation there was no impingement of the ring. Review of the device history record for the liner identified no deviations or anomalies during manufacturing. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). Concomitant medical products: item number 00620005222 item name shell porous with cluster holes 52 mm o.d. Lot # 61119617. Item number 00785001600 item name femoral stem cemented std. Collar 12/14 neck taper. Std. Neck offset size 16 145 mm stem length lot # 60970513. The device will not be returned for analysis, since discarded; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental MDR will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0002648920 - 2020 - 00476.

Event description:
It was reported that the patient underwent an initial total left hip arthroplasty. Subsequently, the patient was revised due to instability approximately 11 years later. Previous dislocation was mentioned in an office visit. Attempts have been made and additional information on the reported event is unavailable at this time.